Manufacturer narrative:
(B)(6). Initial and final MDR (B)(4) - MDR 3003442380-2024-12670 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in mexico. It was reported that on (B)(6) 2024 the patient experienced issue with two infusion sets were fell off during use. The infusion set was used for one day. No further information available.